Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the shaft. Microscopic examination revealed no additional damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.